Event description:
Healthcare professional reported a right side rupture. Device was explanted and replaced by a non- abbvie device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported events rupture was received on may 08,2025, with lot number: 2816958. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed one opening device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported a right side rupture. Device was explanted and replaced by a non- abbvie device.